Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler jammed on the first firing. The procedure was completed with another device of the same product code. There was no patient consequence.